Event description:
During the implant procedure, while tunneling with a codman catheter passer, the anterior jugular vein was nicked and the patient experienced bleeding. Physician applied pressure to stop the bleeding. This resolved the issue.